Event description:
It was reported the pt had invalid impedance on her lead postoperative. The physician determined the lead was disconnected from the header of the ipg. Follow up identified the physician was to undertake surgical intervention at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.